Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s device was explanted due to infection. It is unknown if the associated leads were extracted. Further information was not provided.